Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customers blood glucose (bg) level ranged from 130 to under 240 mg/dl. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The customer stated that there have been no occlusion alarms with the current cartridge and infusion set. A system check was performed using a new cartridge and the insulin was observed to be exiting from the tubing.